Event description:
It was reported that an ilet user experienced rapid insulin use and elevated blood glucose after deploying a 6 mm, 23-inch infusion set without the spring-loaded insertion, resulting in a bent cannula and improper infusion set deployment. Symptoms included hyperglycemia reaching 400 mg/dl with readings reported as ¿high.¿ outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, and a usage problem was identified related to improper or incorrect procedure when inserting the infusion set. Was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.